Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via (B)(4) that a female patient underwent a breast implantation procedure with mentor memorygel breast implants 400cc (l) and 375cc (r) and suffered several unexplained systemic symptoms, including breast implant illness, pain, insomnia, vertigo, brain fog, disability, and depression. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis. Unilateral device rupture was also reported, but the side was not specified. As a result, the rupture will be reported on the left side until further information is received and a supplemental report submitted. See manufacturer report number 1645337-2022-13183 for contralateral side.